Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was hospitalized for the event one day after the onset. Four days after the onset, the patient was recovered from the event. Eight days after the onset, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. It was reported that the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin injection (1 gram, stat dose, route not reported) and meropenem injection (1 gram, once daily, route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.